Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported over the phone that she did not receive a low battery alert prior to the off no power alarm. She replaced the battery with a new duracell battery and insulin pump seemed to work fine. Customer's blood glucose at time of incident is unknown but during the call the customer's blood glucose level was 164 mg/dl. Trouble shooting was completed and customer was advised to insert a new energizer aaa alkaline battery and to monitor insulin pump. The device was not returned.